Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported the patient had some problems with their implantable neurostimulator (ins) because it was going haywire due to a low battery and he could not control it. The patient did not have it for very long. The battery was removed. No further complications were reported/anticipated. **omitted information related to (B)(4) ¿ leads coiled under skin.**